Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm. The customer's blood glucose level was 108mg/dl. As the supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.